Event description:
Serfas wand was being used in a knee arthroscopy. Knee was particularly large, space inside joint cramped. Allegedly, serfas wand got caught in a crevice and the tip broke off. Tip was wedged in the joint and was removed using a grasper. Surgery delayed 10 minutes.

Manufacturer narrative:
Additional information will be provided once investigation is completed.